Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Six used samples were received for evaluation. The samples were visually evaluated. The samples were found to be clogged with dry formula along the pvc lines that obstructed the tube path at the valve level, no functional evaluation could be performed since the product could not be unclogged. A fault wasn¿t found to be related to manufacturing; possible root cause could be incorrect formula inside the tube or incorrect homogenization process for the formula but since the sample was received on inadequate conditions root cause could not be verified. No corrective actions will apply since failure mode was not confirmed related to manufacturing, it will be confirmed as unknown source. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer states that there was a lack of connection between the set and the connection of the diet. The set was breaking easily and the diet was leaking from the side. Air bubbles entered into the set. There was no injury reported.